Event description:
It was reported that during a da vinci-assisted surgical procedure, the cadiere forceps instrument distal end broke, and a piece of the end fell into the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and nothing ordinary was observed. It was unknown what surgical task was being performed. The fragment fell in patient not sure at what point this occurred. The instrument was not removed during the procedure prior to the breakage. The surgical staff did notice any damage to the cannula after the event occurred. The surgical staff did not notice any other damage to the instrument after the event occurred. No additional surgical procedure was required to remove the fragment. The procedure was robotically completed. No patient injury or harm. No, the patient did not return to the hospital. No media available for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have the main tube broken at the distal end. A piece measuring proximately 0.0905¿ x 0.0755¿ was not returned with the instrument. Components adjacent to this broken main tube do not show damage. The complaint was confirmed by failure analysis.